Manufacturer narrative:
Additional information received from complainant reporting the pump is not available.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the femoral artery in a patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Upon arrival to the ICU, the aic displayed the notification ¿impella position aorta.¿ the cause was unknown. Repositioning was discussed, and best practices were reviewed with the care team. After consultation with the ICU nurse and further discussion among the medical team, the pump was determined to be positioned in the aorta, and the decision was made to explant the impella cp. The patient remained on ECMO support, and because the impella cp could not be re-advanced into the ventricle, the device was explanted and escalated to an impella 5.5. The patient survived to explant. The reported events include device in wrong position, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.